Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No evidence of a loss of prime was found in the pump black box data; however, multiple cs 087 call service alarms were observed. During testing, the pump was powered on and a cs 069 call service alarm was emitted when light pressure was applied to the u39 internal component. The cs 069 call service alarm indicates the same failure as the cs 087 call service alarm recorded in the black box data. Further investigation of the loss of prime complaint could not be completed due to the component failure.